Manufacturer narrative:
Results: bd received actual sample from customers facility. The returned sample was evaluated and the customer's indicated failure mode for a rubber sleeve falling off was confirmed by bdj. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: confirmed complaint. Bd was able to confirm customers' indicated failure mode of broken rubber sleeve by visual inspection. An absolute root cause for this incident cannot be determined as bd was not able to locate the lot# of the defective sample. Original mnfg #1024879-2017-00243 updated to #1024879-2017-01271.

Event description:
It was reported that the rubber sleeve fell off and blood leaked from a bd vacutainer® push button blood collection set (21gx.75") with 12 in. Tubing and pre attached holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.